Event description:
It was reported that the ok button sticks. It was also reported there is no impact to pump and the pump is not exposed to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to activate a response during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.